Event description:
Reportable based on analysis approved 28 december 2006. It was reported that during an unspecified stenting treatment procedure, the wallstent became caught in the sheath during introduction. The stent was removed and the case was completed with a different device. No patient injuries or complications were reported. Pt status is reported as "okay."

Manufacturer narrative:
Device analysis can confirm that a circumferential tear and a severe kink were noted in the outer sheath of the returned device. According to the event description for this complaint, the stent was caught in the sheath during introduction; however, no issue was noted during insertion of the device through a 7fr introducer sheath. A restriction was noted, however, on withdrawal of the outer sheath from the introducer sheath due to the tear and kink in the outer sheath. The exact cause of the outer sheath damage cannot be determined. A review of the manufacturing records for batch # 8383513 found that the device met its material, assembly, and product specifications. Device analysis cannot conclusively determine the exact root cause of the circumferential tear or the severe kink in the outer sheath.